Manufacturer narrative:
The returned devices were visually inspected under magnification to confirm failure. There were 3 returned devices. The first was the brim plate (batch ID n/a) and the plate was broken but only half was returned. The returned piece shows heavy signs of usage and the fracture sight has signs of fatigue fracture with some evidence of a high energy event. The returned screws (30-0271 and 30-0272) are both intact with minor damage to threading and the underside of the head. All consistent with normal usage during insertion. Per complaint notes, the patient was swimming and heard a "pop." The increased activity could have caused the plate to overload and fail with repeated movements. No definitive conclusion could be made. Related 3025141-2025-00485 and 3025141-2025-00486.

Event description:
It was reported that the patient's first surgery was (B)(6) 2023, everything was good post up until in (B)(6) 2024, when the patient felt a "pop" while swimming, xray was taken and plate had broken. Surgery to remove the broken part of the plate was performed (B)(6) 2025.